Event description:
It was reported that during an unknown procedure, the device fired malformed staples and then jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming staple stack, jammed staples. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. In addition one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The staple was removed and the staple stack became aligned. The device was tested for functionality and it fired and formed the remaining 30 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.